Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed there was a vacuum leak from tubing connected to manifold (mn) 104. The fse replaced the tubing, resolving the issue. Raw data from the instrument was received on 03/06/2015 and reviewed. There was no abnormality found related to the failure in the raw data files. (B)(4).

Event description:
The customer reported erratic red blood cell (rbc) results on a unicel dxh 800 coulter cellular analysis system while running patient samples. The customer considered the instrument inoperable, and requested a service visit. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.